Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5072256) on 04-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavier menstrual cycle") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included aneurysm of unspecified site. Concomitant products included acetylsalicylic acid (aspirin), alprazolam (xanax), bupropion (wellbutrin), colecalciferol (vitamin d), fluoxetine hydrochloride (prozac), multivitamins and plain (multi vitamin). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), depression ("depression/anxiety"), fatigue ("chronic fatigue"), spondylitis ("arthritis in my lower spine"), arthralgia ("I have pain in all my joints"), mobility decreased ("sometimes so bad I cant move"), weight loss poor ("I can't lose weight no matter what I do"), abdominal distension ("bloated"), irritability ("irritable"), asthenia ("can't seem to find any energy") and apathy ("can't seem to find any desire to do anything"). The patient was treated with surgery (laparoscopy total hysterectomy to remove the coils). Essure was removed. At the time of the report, the menorrhagia, mood swings, depression, fatigue, spondylitis, arthralgia, mobility decreased, weight loss poor, abdominal distension, irritability, asthenia and apathy outcome was unknown. The reporter considered abdominal distension, apathy, arthralgia, asthenia, depression, fatigue, irritability, menorrhagia, mobility decreased, mood swings, spondylitis and weight loss poor to be related to essure. The seriousness criterion "other serious (required intervention)" was reported, but not specified or assigned to one of the events. Company causality comment. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.